Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was between 150 mg/dl and 175 mg/dl. After troubleshooting, display screen did return. Customer was advised that battery cap would be replaced. No further information provided.